Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a low battery power alert became frozen on the pump screen and the customer was unable to clear the alert. During troubleshooting with tandem technical support, the alert was able to be cleared. The customer had not tested blood glucose level at the time of the reported event and declined to test during the call. There was no reported impact to the customer's blood glucose level.